Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update (B)(6) 2014 - pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated pain and osteolysis. The stem is being added for the alleged high metal ions (no lab results provided). There is no new additional information that would affect the existing MDR decision.

Manufacturer narrative:
Examination of the returned devices with depuy engineering finds nothing outward to suggest product error. Per the initial reporting, patient x-rays are not available for examination. Follow-up for additional event information was conducted utilizing work instruction wi-7915 appendix a; rev. B. No additional information was obtained. A complaint database search finds no other reported incidents against the provided product and lot combinations since their release for distribution. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
Update rec'd 8/27/2014 - litigation papers received. In addition to what was previously reported, litigation alleges the patient suffers from popping/snapping sensation, pain, discomfort, inflammation, and large amounts of toxic cobalt chromium metal ion particles to be released into the blood, tissue, and bone. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Examination of the returned devices with depuy engineering finds nothing outward to suggest product error. There is nothing unusual or unexpected noted for the length of time implanted. There is no unusual material wear or wear pattern noted. Per the initial reporting, patient x-rays are not available for examination. Medical records were received and reviewed. From a medical perspective, based on the information available, it is not possible to determine if the complaint is product related. A complaint database search found other reported incidents against the femoral head and insert. Per procedure, these devices are exempt from device history record review. No other reports were found against the femoral stem. The investigation can draw no conclusions with the information made available. Based on the inability to determine a root cause, the need for corrective action has not been identified. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Patient was revised to address osteolysis.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4).